Manufacturer narrative:
Dates estimated the additional adverse patient effects referenced in b5 will be filed under a separate medwatch report #. The absorb referenced in b5 are being filed under a separate medwatch report #. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. Article title: comparison of the everolimus-eluting bioresorbable vascular scaffold versus the everolimus-eluting metallic stent in real-world patients with st-segment elevation myocardial infarctionna

Event description:
It was reported through a research article identifying absorb that may be related to the following: patient death, myocardial infarction, thrombosis, revascularization, and rehospitalization. Additionally, it was identified that xience may be related to the following: patient death, myocardial infarction, thrombosis, revascularization, and rehospitalization. This article summarizes clinical outcomes of 264 patients that were treated with xience stents and absorb scaffolds. Specific patient information is documented as unknown. Details are listed in the attached article, titled "comparison of the everolimus-eluting bioresorbable vascular scaffold versus the everolimus-eluting metallic stent in real-world patients with st-segment elevation myocardial infarction."